Manufacturer narrative:
The investigation was completed. The root cause of the reported event was determined to be related to process controls during manufacturing at the petal forming station. At this time, the affected product has been discontinued, and no further manufacturing will be undertaken. If production is resumed in the future, improved process controls will be implemented at the petal forming station prior to manufacturing. Additional information: g3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: if follow-up, what type? H6: investigation findings, investigation conclusion. H11: manufacturer narrative.

Manufacturer narrative:
The production identifiers of expiration date and lot number were not available from the consumer. The consumer did not have the package. The investigation is in process. A supplemental follow-up report will be submitted upon completion.

Event description:
Consumer reported via email that with an unspecified number of pessaries, the applicator petals were bent. This caused pain when inserting. She did not report the need for medical attention and she did not report any serious adverse health effects. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.